Event description:
The user facility reported that the brake cap had disconnected from a lighthead in an operating room during a procedure and contacted a draped patient before falling to the floor. No injury or procedural delays were reported.

Manufacturer narrative:
The user facility gave the brake cap to the steris service technician who observed that the tether attaching the brake cap to the lighthead was broken. The technician obtained repair parts and is working with the customer to schedule repairs at a time when the operating room is not in use. This device was manufactured in 1991 and is obsolete. The cause of the reported event is attributed to the age and maintenance of the light. It was recommended to the user facility that their obsolete lights be replaced.